Manufacturer narrative:
The t:slim x2 user guide states: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer purposely disconnected the cartridge connection resulting in the inadvertent delivery of insulin due to the pressure change caused by the connection becoming undone. Additionally, the customer observed air bubbles within the infusion set tubing. Tandem technical support advised the customer against disconnecting the cartridge connection. Reportedly, a supply change was performed to address the event. Blood glucose level was 220 mg/dl.